Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I would like to report that caps las vegas has found several sealed eva mixing container packets with particles inside, which compromises sterility and renders the bags unusable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot numbers and no abnormalities or nonconformances were noted during the in process or final product inspection. Through visual examination, the presence of a brown particles embedded in the wall of the removable infusion connector cap. Shape and aspect is compatible with burned plastic material; the formation of such kind of particle can be linked to the molding phase of the component. The particle is made by the same material of the component; the functioning of the product is not jeopardized; the defect is classified as aesthetic. The component is assembled on the bag through an automatic machine; the defective bag was not recognized and segregated in the following inspection step. This is considered an isolated case and the manufacturing department has ben informed. The manufacturing team was informed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.